Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the radical-7 device freezes often. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alert conditions. During simulation testing, the device was found to provide accurate spo2 and pulse rate measurements. The device was powered on for 6 hours on ac power in burn in oven. The reported issue was unable to be confirmed.

Event description:
The customer reported the radical-7 device freezes often. No patient impact or consequences were reported.